Event description:
Customer reported a filmer stuck error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the filmer bracket. System operates as intended.